Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. D4: UDI: (01)gtin is unavailable therefore, the full UDI is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: it was reported that "¿customer was unable to get clips into the device..." - how many devices demonstrated the alleged deficiency? 1 device (4 packages of clips). - please provide the applier product code and lot number? Na. - please confirm if there is an issue with the applier? If yes, please create a product complaint and provide the respective reference number(s). No issue. - please explain how the clips were loading into the applier? Clips would not load into applier. - please confirm if the jaws of the applier are at 90 degree to the surface of the clip cartridge when loading. - was the applier checked for damaged (jaws straight and aligned)? Yes. It was reported that "¿when he did get a clip into jaws, it then would not attach to suture..." - how many devices demonstrated the alleged deficiency? 1 device. - please provide the applier product code and lot number? Na. - please confirm if there is an issue with the applier? If yes, please create a product complaint and provide the respective reference number(s). Na. - what suture type and size was used? 2-0. - when the event occurred, was the suture placed near the hinge of the clip? Unknown. - were you able to lock the clip closed on the suture? If yes, after it closed, was the clip holding securely fixed on the suture? No. - was the applier checked for damaged (jaws straight and aligned)? Yes. - if the clip did not close/hold on the suture, was the clip used in an application where the suture was under tension? Na.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2024 and suture clips were used. The customer was unable to get clips into the device. When he did get a clip into jaws, it then would not attach to suture. There was no patient consequences reported. Additional information was requested.